Event description:
It was reported that the table on the 2800 system locked up and could not be lowered at the end of a case. The procedure was completed without incident. No patient injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The motron pcb board was replaced during the service call. The system was tested and found to be working as intended and put back into service.